Event description:
New surgical pencils 'stop working' when they hit metal. We were doing a hip revision & every time the surgeon touched the implants the surgical pencil stops working. This caused difficulty in dissecting and controlling bleeding. The surgical pencil was discarded.